Event description:
The customer reported having high blood glucose. Troubleshooting was performed. The customer stated that air bubbles in the reservoir and moisture in the reservoir compartment were observed. The customer also stated that she smells insulin inside the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.